Event description:
On the (B)(6) 2025, gore was notified concerning an incident involving a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). According to the report, on the (B)(6) 2025, an 85-year-old patient necessitated a percutaneous occlusion via right afc (arteria femoralis communis (common femoral artery)). It was reported that a vsx device was intended to be implanted in right popliteal artery, however; the physician was allegedly unable to deploy the stent. The vsx device was reportedly withdrawn from the patient through the sheath. The patient reportedly had an extreme curvature of the artery. The physician alleged that the release attempt caused the lower end to be pulled up without release. There was no information provided if a new device had been utilized. The report confirmed that there was no harm to the patient.

Manufacturer narrative:
B6: event summary updated. H6: added codes: a150101, g04044, b17, c070601 and d15. Redundant codes: f2301, a1503, a15101, g04122, b01, c21, d16. Investigation: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. The primary reported complaint of vsx device deployment failure with bowstringing could not be independently confirmed because there were no items returned for evaluation. The information provided indicated extreme curvature of the artery, though no causal connection to the reported failure modes could be established with the information available. The cause for the complaint could not be established.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6 investigation findings: c19 refers to the product history review. Cbas®heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being performed and will be included in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On the 10th of november 2025, gore was notified concerning an incident involving a gore® viabahn® endoprosthesis with propaten bioactive surface (vsx device). According to the report, on the (B)(6) 2025, a patient of unspecified demographics necessitated an unspecified procedure. It was reported that a vsx device was intended to be implanted in an unspecified anatomical location, however; the physician was allegedly unable to deploy the stent. The vsx device was reportedly withdrawn from the patient through the sheath. The report confirmed that there was no harm to the patient. No other information was provided and additional information has been requested.